Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated the paramedics were called to her home due to low blood glucose levels. The blood glucose levels were not reported. Prior to the event, the customer stated she was more active, working on her yard, which was unusual for her.